Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 on the main unit had failed; although it recovered, it failed again after the next access when closing, kicking the user back to the main screen. Cables were reseated and the drawer was recovered, but after performing a full inventory and closing the drawer, the failure reoccurred. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 in the main was intermittently failing with a user initiated error but would recover and then fail again. The field service engineer (fse) stated that the customer described an instance where, during drawer inventory, the system flashed back to a windows screen and required the application to reload. The fse inspected the bus cable for physical damage. A worn area was found on the bus cable where it was shorting against the bottom metal back panel of drawer 5. The mark was a small black spot located at the bottom of the drawers metal panel. The bus cable was replaced and secured with zip ties to prevent further rubbing or wear. The drawer was tested using the hardware test application, and all operations completed successfully. The system functioned as intended after the field service engineer repaired the device.